Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strips had poor storage.

Event description:
Consumer complaint of about blood result reading low. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-160mg/dl fasting. Verified the strips expire 06/29/2017. Customer confirms the strips are stored properly and were first opened the week of (B)(6) 2015. Reviewed meter memory: 27mg/dl (B)(6) 2015 09:30:00 am fasting: no, 93mg/dl (B)(6) 2015 06:52:00 am fasting: yes, 40mg/dl (B)(6) 2015 07:53:00 pm fasting: yes, 132mg/dl (B)(6) 2015 06:00:00 pm fasting: yes, 136mg/dl (B)(6) 2015 04:24:00 pm fasting: yes. No adverse event reported.